Manufacturer narrative:
The device was not returned for evaluation. Upon conclusion of the investigation, a supplemental report will be submitted. As noted in the impella IFU: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella 5.5 with smartassist for use during cardiogenic shock & cp with smartassist section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
A complainant reported that a patient was implanted with an impella cp pump for mechanical circulatory support. Following implant, it was noted that the patient experienced a worsening septic condition and their noradrenaline increased. It was additionally stated that the patient required increasing needs of catecholamines and volume due to the septic shock after aspiration during CPR the previous day. Discussions were made to escalate to ecpella support, however the patient subsequently passed away from cardiogenic and septic shock. A definitive cause for the sepsis was not provided. There is not enough evidence to disassociate the pump from the patient's outcome.